Event description:
It was reported that during a pci procedure, the tip of the pt2 guidewire fractured. The diffuse lesion was located in the moderately calcified left anterior descending (lad) artery. The tip of the pt2 guidewire broke off during the procedure. It is unk what caused the tip to fracture off. Since the guidewire tip moved into small, distal vessel, the physician was unable to retrieve it. There were no further pt complications. Pt status listed as "stable."